Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
A customer's parent reported via phone call indicating that their insulin pump alarmed no delivery ten times in the last four months. The customer was hospitalized for high blood glucose levels of 487 mg/dl on (B)(6) 2015. Customer was wearing the pump at the time of hospitalization. The customer stated that they do not want to trouble shoot the issue at the time of the call and do not want to return the reservoir back for analysis. The customer was advised to change their reservoir set as soon as possible. The customer returned the insulin pump back for analysis.